Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Research article stated that 3 patients required surgical removal of the retention cuff for migration of the cuff to the exit site, infection and cosmetic purposes. Three bard devices and three non-bard devices were implicated in this article for cuff retention after device removal however; the reported patient outcomes could not be directly linked to a specific device therefore one file was opened for each subject bard device. The three devices are: 10 fr leonard double , 9.6fr hickman single lumen, and 13.5fr hickman dialysis or apheresis. This report addresses the 9.6fr hickman single lumen catheter.